Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the rate/sense electrogram that was oversensed and detected as ventricular fibrillation. The oversensing lasted about 2 seconds and the episode terminated after 14 seconds. The electrogram revealed normal pacing operation and capture prior to the oversensing, however during the oversensing, inhibition of pacing was observed as normal design operation in this device when tachy detection becomes fulfilled. The patient is not pacemaker dependent. On (B)(6) 2010 the device was removed and returned to boston scientific crm with no allegations.

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.